Event description:
A nurse reported a problem with tuning the fragmatome during a procedure. After the facility contacted technical services, the system was rebooted and the case was completed successfully. Additional information was received from a technician reporting that although there was a 40 minute delay in the procedure due to this event. There was no harm or injury to the patient.

Manufacturer narrative:
The customer rebooted the system and the issue cleared. No service was requested. No samples were returned for evaluation. No additional information was provided related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).